Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thought the device was not working properly due to long pr intervals and pacing spikes could not be seen. It was also reported that the right atrial (ra) lead exhibited oversensing. The implantable pulse generator (ipg) and ra lead remain in use. No patient complications have been reported as a result of this event.